Event description:
The customer reported very poor image quality and an intermittent loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The general interface circuit board was identified as bein defective. No add'l service info is available.